Event description:
Caller reported a cgm error, specifically error 42, related to a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After completing the reset, the pump no longer displayed the cgm error, and the caller successfully started a new sensor session.